Event description:
Per complaint (B)(4), a patient presented in-clinic with intraoral pain and swelling. Their dental implant was losing bone height for several years and became infected. At removal, the implant fractured. Half of the broken implant remained in the patient's bone. The procedure was not completed within the same visit.